Event description:
It was reported that the 9900 sys had a control panel failure and communications error messages during a case. The 9900 sys had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord connection was tightened and the 5 volt power supply adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.